Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the patient had cervical spondylotic radiculopathy. The ae result in new hospitalization. Action date: (B)(6) 2025 action result: brace. Medication administration: yes. Spinal surgery: yes. The additional spinal surgery was performed on (B)(6) 2025. Outcome status: not recovered/not resolved. Diagnostic tests performed: electromyography - left primarily c7 radiculopathy with active denervation (some c8 fiber involvement as well). Action date: (B)(6) 2025. Clinically significant: yes. Subject complaining of paresthesia. Emg was done, confirmed radiculopathy with active denervation. Procedure date: (B)(6) 2024. Site related assessment: not related to study device and possible related to the procedure (index surgery). Sponsor assessment: possible related to study device and not related to the procedure. Total estimated blood loss: 25. Procedure performed: direct decompression (bony)/osteotomy. Spinal level where treatment started: c4. Spinal level where treatment ended: c7. Procedure performed: interbody fusion. Spinal level where treatment started: c4. Spinal level where treatment ended: c7. Procedure performed: removal of spinal instrumentation. Spinal level where treatment started: c4. Spinal level where treatment ended: c7. Procedure performed: partial hemi-corpectomy. Spinal level where treatment started: c6. Spinal level where treatment ended: c7. Procedure performed: posterior spinal fixation and fusion. Spinal level where treatment started: c5. Spinal level where treatment ended: c6. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.